Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient had a suspected superficial infection so they planned to go into surgery to clean out the wound. It was noted there were no signs of systemic infection. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.